Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy and seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "concern with the product, pain, swelling in the lymph node and fluid in the implant¿.

Event description:
Patient reported "right side exchange from a textured to a smooth breast implant due to concern with the product, pain, swelling in the lymph node and fluid in the implant¿. Device remains implanted.